Event description:
A valiant thoracic stent graft was implanted in a patient for the endovascular treatment of a chronic type b 10.3 cm in length dissection approximately 36 months ago. The proximal location of the false lumen was between the lcca and the lsa while the most distal aspect in the right and left common iliac arteries. There are no visible re-entry tears. The proximal aorta was 35.6-33.8 mm in diameter and 22 mm in length. The distal aorta was 41.6 mm in diameter. The right and left access vessels were 10 and 12 mm in diameter, respectively. There was mild calcification in aorta and mild tortuosity in the access arteries. It was reported that five days post index procedure retrograde perfusion of the false lumen was noted on a CT with contrast. The investigator did not perform an intervention. The one year, two year and three year follow up CT scans revealed the same retrograde perfusion of the false lumen with contrast from the distal end of the stent graft. The maximum aneurysm/dissection length increased to 10.9 cm. No intervention was performed. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (retrograde perfusion of the false lumen); patient's condition affected effectiveness of device (pre-existing dissection); incorrect technique/procedure (use of a closed web piece without a freeflo stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing dissection); operational context contributed to event (use of a closed web piece without a freeflo stent graft).